Event description:
The customer notified ocd that they observed results from four patient samples that were mis-associated with the incorrect sample identification number on their engen laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. Results from two of the patient samples were reported from the laboratory. Once identified, corrected reports were issued for each patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation revealed the operator failed to remove sample tubes from the centrifuge module in response to centrifuge errors as recommended by the instructions for use. The engen laboratory automation system correctly identified the cross check failures, as designed, but after results were uploaded to the lis and reported from the laboratory. The customer did not review all cross check failures prior to reporting the results as recommended in ocd customer communication (B)(4) that was received by the laboratory in october 2009. The engen laboratory automation system was operating as intended. The root cause of this event is user error. The operator failed to adhere to the manufactures instructions for use.